Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was implanted within the bile duct. According to the complainant, after the physician had placed the 10cm/80mm stent that elongated in the bile duct, he suspected that it was too long. The physician thought that perhaps a 10cm stent was placed in an 8cm package. The physician decided to remove the device and implant a gore viabil stent. No further information was available regarding the patient or the event. Should additional, relevant details become available, a supplemental MDR will be submitted.

Manufacturer narrative:
A deployed stent was returned for analysis. A visual examination of the stent found it to be fully expanded. The unconstrained length of the stent was 80mm, which is within specification for this type of 10x80mm stent. The complaint was not confirmed. A labeling review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was implanted within the bile duct. According to the complainant, after the physician had placed the 10cm/80mm stent that elongated in the bile duct, he suspected that it was too long. The physician thought that perhaps a 10cm stent was placed in an 8cm package. The physician decided to remove the device and implant a gore viabil stent. No further information was available regarding the patient or the event. Should additional, relevant details become available, a supplemental MDR will be submitted.

Manufacturer narrative:
The upn for this device was not reported to boston scientific, but has been determined based on the device description provided in the event description. (B)(4) - patient's condition unknown. (B)(4) stent suspected to be incorrect size. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.